Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device session records were sent to technical support for review due to a ventricular fibrillation episode with undersensing. There was no device malfunction suspected and the device performed as programmed. The patient expired later due to natural causes.